Event description:
Information received by medtronic stated that the reservoir compartment had crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Customer complaint notes, stated crack is seen on: reservoir compartment. Drive support cap appears to be damaged. Device received unable to perform the displacement test due to completely broken reservoir tube lip. Pump received with loose/protruded support disk, broken reservoir tube lip, missing reservoir tube o ring, broken belt clip slot, cracked case at the reservoir tube window corners, cracked reservoir tube window, stained end cap sticker and stained address/serial number label. The test infusion set and reservoir does not lock into place due to the reservoir tube lip completely broken off. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.